Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13457. It was reported that the patient experienced ineffective stimulation. Diagnostic testing was performed and showed one lead had migration. Surgical intervention was taken were both leads was explanted and replaced. Therapy was restored post procedure.